Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following IFU. Gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that a whitish gelatinous foreign material was found inside the air/water-tube and air/water-cylinder. Also, inside the auxiliary jet channel (j-tube) found a whitish foreign material resembling powder mixed with water. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the angle wheels on the evis exera lll colonovideoscope did not work properly, and the cover of the control panel had cracks. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed foreign material on the air/water tube, the auxiliary jet channel, and the air/water cylinder. This can be attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.